Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose with a low to 51 mg/dl followed by a high up to 346 mg/dl for about eight hours after self-treating a perceived low without confirming with a fingerstick; alerts for very high glucose were received, no back-up therapy or ketone testing was used, and no medical intervention or assistance was required. Symptoms included nausea, shaking, irritability, and feeling unwell. Outcomes included no lasting health consequences or impact. Investigation included troubleshooting and user education on confirming lows with a glucometer and appropriate treatment steps. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event consistent with treatment-related glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear for both the hypoglycemia and subsequent hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.